Manufacturer narrative:
D10 concomitant products: egia45avm, egia45avm egia 45 artic vasc med sulu. (Lot #p4e0876) onb12stf, onb12stf versaone opt 12 std trocar, (lot #j5d2948y) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hepatectomy, pneumoperitoneum leakage occurred and the product's diaphragm was da maged. The reload jammed at the moment of firing and there was no firing with the 45mm reload used with a powered stapler. The issue was resolved by exchanging materials and replacing the device, allowing the case to be completed. There was no patient injury.